Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was undergoing breast reduction surgery and their implantable cardiac monitor "popped out" during the procedure. The physician did not know what the implanted device was and discarded it in error. The device will be replaced. No patient complications have been reported as a result of this event.